Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had presented to the emergency room due to non-device related issues. Attempts to interrogate the device were unsuccessful. Boston scientific technical services (ts) discussed troubleshooting options. An invasive procedure was performed. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was unable to be interrogated. The device case was open and a new power supply was substituted for the depleted battery which found device currents were as expected. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.